Manufacturer narrative:
The hcg+b reagent lot number was 86890602 with an expiration date of 30-sep-2026. The qc was within the acceptable range on the day of the event. The field service engineer inspected the instrument and found that the pre-washing pipeline joint was leaking. He replaced the tubes and solenoid valves. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue in a trained service process. No further issues were reported after the service visit. The root cause was due to a component failure (prewash assembly issue).

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hcg+b assay on a cobas e 801 analytical unit. Sample 1: initial result: 13.9 iu/l. Repeat result: 0.256 iu/l. Sample 2: initial result: 6.39 iu/l. Repeat result: 0.2 iu/l. The initial results did not match the patients' clinical pictures, prompting the repeat of sample 1 and sample 2. No questionable results were reported outside the laboratory.